Event description:
The summit did not pipette sample or diluent to well b2. Hcv assay lot txe369. No sample/no error message was generated from the summit. No death or serious injury was associated with this incident.